Event description:
The importer and distributor in the USA of this device was notified by the MFR of the malfunction of this software version by letter 7/22/99. A problem with the "delete" function was discovered which, if a test slide is deleted but the worklist is not saved before operation, will result in slides not properly processed, possibly resulting in an inaccurate result. A software workaround is available to help avoid this error; this info was relayed via tech bulletin.